Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, the catheter shaft was showing kinking issues. There was no leak, and there was no luer adapter issue. The catheter was not repaired. A sterile cleaning agent was used on the device, but it was not used to treat the insertion site prior to use. The insertion site was treated prior to product placement. The reporter flushed the lumens prior to use, and it passed through the catheter. The catheter had been in place for less than 3 months. Nothing unusual was observed on the device prior to use. No other defects or damages were found on the product aside from the reported issue. No other products were being utilized with the device. No excessive force was used on the device. The catheter was explanted two days later. They were not able to complete the treatment after the remedial action was done. No intervention or treatment was required as a result of the event. There was no blood loss. A blood transfusion was not required due to the event. There was no reported patient injury.